Event description:
The customer stated that his blood glucose readings had been higher than usual. He tested his blood glucose using a contour meter and another meter (brand unknown). The contour read 475 mg/dl, while the other meter read 175 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.